Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 25 and the screen was flickering. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The device passed self -test. No display anomaly noted. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted during testing. Pump error 25 alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The device was received with scratched case and minor scratched lcd window.